Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used during a procedure performed in 2007 (patient gender, age, and weight are unknown). According to the complainant, after procedure was performed, this wire failed to cross to the stenosis lesion. Therefore, it was exchanged for an olympus endoscopic retrograde cholangiopancreatography cannula; this wire was crossed to the lesion. After that, a metallic stent was inserted into the lesion and deployed without a problem. It was then noted that the distal wire was separated. The distal wire remained between the stent and the bile duct wall. No information was available on the patient's condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed. Based on the information provided, the most probable root cause is caused by another device during the procedure.